Manufacturer narrative:
A ge rep evaluated the system and replaced the image intensifier power supply. The system operates as intended.

Event description:
The customer reported the system would not display images, which would render the system unusable. There is no report of pt injury or death.